Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm on a homechoice (hc) machine during use. The caregiver (cg) noticed some moisture on one of the bags. The technical service representative (tsr) assisted the cg in clearing the alarm. The cg was to use manual supplies on the hp to finish therapy. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.